Event description:
Reportedly, this valve was explanted after about 3 years implant duration due to mitral regurgitation & endocarditis. Source of endocarditis was e. Coli. No further info was provided.